Manufacturer narrative:
Post market vigilance (pmv) received one device opened by the account with the appropriate packaging in undamaged condition. The visual inspection of the returned product noted the instrument was received loaded with a 4.8mm single use loading unit (sulu). Visual inspection of the sulu cartridge noted one of the pushers was damaged. (See photo) the damage appears to be a hole in the pusher. No damage was observed on the sulu body or the damaged pusher opening. The identifying witness mark from automatic firing fixture was present on the instrument handle. Pmv disassembled and reassembled sulu to take photos. Pmv did not perform functional testing to preserve the instrument for engineering. Forwarded to engineering for further evaluation of the damaged pusher in the sulu. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung lobectomy procedure, the device has an incomplete staple line after cutting the bronchus. There was a little tissue damaged and the surgeon reinforce suture where was staple line formed to complete the case. The patient is alive.